Event description:
It was reported that the patient had a csf leak during their trial procedure on (B)(6) 2024. The patient was monitored and given fluids after the procedure. No headache reported post-procedure.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead, model: 3086ans, serial: (B)(6), UDI: (B)(4), batch: a000157608.